Manufacturer narrative:
Additional information: a1, d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The endoflip monitor was received without the original power supply and cable. Analysis of the device noted that the uut was connected to ac power and the system power cycled on and completed post. The login screen was visible and the display did not contain any anomalies. The power port connector was examined and the port was cracked due to physical damage. It was reported that when the cord plugged in, it seemed that there was a crack. The customer stated that they had seen sparks come from the area. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the cord was plugged in, it seemed that there was a cracked. The customer stated that they have seen sparks come from the area. There was no patient involvement.

Event description:
It was reported that when the cord plugged in, it seemed that there was cracked. The customer stated that they have seen sparks come from the area. There was no reported patient involvement and outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.